Manufacturer narrative:
The reported event was confirmed as cause unknown. The evaluation found that the inlet tube of the drainage bag was kinked. The other areas of the bag were inspected and did not find any holes or tears. The exact time of how and when the problem occurred could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use was found adequate and states the following: "2. Precautions for use: 8) keep the drainage bag below the bladder level without touching the floor. (Fig. 6) 9) connect the lead wire of catheter t temperature monitor with extension cable. 10) secure drainage tube to bed sheet with clip to ensure that there is neither twist not kink in the tube. (Fig. 7)".

Event description:
It was reported that there was foreign material on the clip of the bag and the inlet tube was kinked. Per additional information received from (B)(6) from medicon on (B)(6)2018, it is unknown if urine was able to flow through the kinked bag.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that there was foreign material on the clip of the bag and the inlet tube was kinked.